Event description:
Radio ad states device is used to relieve pain of arthritis, rheumatism in dogs, depression and help circulation. Co says they will send one to customer and can be tried for 45 days. Rptr placed mattress on bed, slept on it and during the night rptr woke 3 times with marked spasms in thighs and lower legs. After standing, pain went away. The next morning rptr had pain in left leg that lasted 3 days. Pt's spouse c/o chest pain 3 days later. Pulse was regular at 70-75 though their pulse was usually 60. EKG done bp 220/110. Rptr's spouse stayed in hosp overnight. They had attacks of pain during the night. Cardiac catheterization was normal. Since returning home rptr's spouse has had some attacks of pain and now is having pain in right frontal area of brain. Rptr and spouse are worried about this because of a history of brain abcess. MFR was called and they never heard of any such trouble. MFR recommended that rptr stop using mattress. Rptr is not upset with MFR but wants to report just in case others are having problems and something might need to be done.

Event description:
Radio ad states device is used to relieve pain of arthritis, rheumatism in dogs, depression and help circulation. Co says they will send one to customer and can be tried for 45 days. Rptr placed mattress on bed, slept on it and during the night rptr woke 3 times with marked spasms in thighs and lower legs. After standing, pain went away. The next morning rptr had pain in left leg that lasted 3 days. Pt's spouse c/o of chest pain 3 days later. Pulse was regular at 70-75 though their pulse was usually 60. EKG done bp 220/110. Rptr's spouse stayed in hosp overnight. They had attacks of pain during the night. Cardiac catheterization was normal. Since returning home rptr's spouse has had some attacks of pain and now is having pain in right frontal area of brain. Rptr and spouse are worried about this because of a history of brain abcess. MFR was called and they never heard of any such trouble. MFR recommended that rptr stop using mattress. Rptr is not upset with MFR but wants to report just in case others are having problems and something might need to be done.